Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device evaluation not complete additional information has been requested and received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ I do not have any other photos. ¿ I do not believe it could¿ve fallen into the package upon opening the device as it was a sealed container. ¿ the foil was still completely intact on the container so it was completely sealed. ¿ the product was not used on a patient. Staff saw the bug within the container so they did not open it. ¿ the external provider of this information the device upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a on an unknown date in (B)(6) 2025 and topical skin adhesive was used. They notice a dead bug in the sealed sterile package. It was not used in patient. Product is available for return. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested and received. I do not have any other photos. I do not believe it could¿ve fallen into the package upon opening the device as it was a sealed container. The foil was still completely intact on the container so it was completely sealed. The product was not used on a patient. Staff saw the bug within the container so they did not open it. The external provider of this information was from (please refer the attached email) and h3 evaluation: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device visual analysis of the returned sample determined that the device was returned inside it's package unopened; upon visual inspection, a foreign matter was noted to be inside the packaging and appears to be cardboard box. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. As part of ethicon¿s quality process all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on how the cardboard box was introduced inside the sterile package, it is possible that the cardboard box adhered to the device during the packaging process due to static. The reported complaint was confirmed. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.